Manufacturer narrative:
(B)(4). The customer report of a separated guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization device for evaluation. Signs-of-use in the form of dried biomaterial were observed on the returned device. The guide wire was returned partially advanced through the needle cannula. Visual inspection of the device revealed the guide wire was separated. The distal weld broke off from the core and coil wires and was not present. No significant kinks or bends was observed on the guide wire. Visual inspection of the catheter and needle cannula did not reveal any obvious defects or anomalies, although significant amounts of biomaterial were noted inside the cannula. The broken core wire length measured 4 1/4" via calibrated ruler which was within the specifications of 4 6/32"-4 12/32" per product drawing. Therefore, no pieces of the core wire appear to be missing. The guide wire outer diameter (od) measured 0.45mm via calibrated caliper which was within the specifications of 0.432-0.457mm per product drawing. The needle cannula inner diameter (ID) could not be accurately measured due to the accumulation of biomaterial inside the cannula. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The broken guide wire was removed from the device assembly, and significant amounts of biomaterial were observed on the guide wire. A lab inventory guide wire was inserted through the needle cannula. Moderate resistance was observed, and biomaterial was observed exiting the needle cannula during insertion. No resistance was observed between the guide wire handle and the device chamber. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "on 25 jan 2024, the doctor found different to advance in patient. Involved 1 pc." On (B)(6) 2024, the patient underwent surgery in the surgical anesthesia department of our hospital. The doctor used an arterial puncture catheter group to monitor arterial blood pressure. When using it on the patient, it was found that the puncture was obstructed and could not move forward. When it was returned, it was found that the guide wire was in a detached state. The doctor immediately abandoned the unqualified product and replaced it with a new arterial puncture catheter for the patient to use. The attached photo shows the wire unraveled while in the needle.

Event description:
It was reported that" on (B)(6) 2024, the doctor found different to advance in patient. Involved 1 pc." On (B)(6) 2024, the patient underwent surgery in the surgical anesthesia department of our hospital. The doctor used an arterial puncture catheter group to monitor arterial blood pressure. When using it on the patient, it was found that the puncture was obstructed and could not move forward. When it was returned, it was found that the guide wire was in a detached state (see attached photo). The doctor immediately abandoned the unqualified product and replaced it with a new arterial puncture catheter for the patient to use. The attached photo shows the wire unraveled while in the needle.

Manufacturer narrative:
(B)(4).